Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: phenomenon (1): it is presumed that no image is displayed due to a communication failure caused by shaking the loose video connector. Phenomenon (2): it is presumed that the image flickers temporarily due to a temporary communication failure because no image is displayed due to the loose connector. There are no facts confirmed to suggest that these are caused by any misuse. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center image flickered. The issue occurred during preparation for use for a laparoscopic surgery. The patient was not under anesthesia and there was no delay in procedure reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation found that there was no image when shaking the loose video connector. Should additional relevant information become available, a supplemental report will be submitted.